Manufacturer narrative:
The sample was plasma and was centrifuged for 2 mins. The validate centrifuge time for an accutni sample is 3 mins. Per customer, they filter all samples before running and pouring them off into 0.5ml cups. In 2008, the customer performed a calibration which failed. The calibration was repeated and passed. Two levels of qc (levels 2 and 3) were tested the next day, and resulted within established ranges. The following day, two levels of qc were tested and one level was elevated. Three levels of qc were tested following the event the next day, which resulted within specifications. A system check was completed on the day after the original date and met specifications. A field service engineer (fse) was onsite three days later: fse completed a system check which partially failed. Fse replaced the incubator belt and clips, calibrated incubator belt, and repeated portion of the system check which passed. Fse completed a precision run and no issues were noted. Repair was verified per established procedures and results met published performance specifications. Although the hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system or one pt. Customer tested a sample for accutni and obtained a result of 7.87ng/ml. The sample was negative upon repeat, however; the exact result has not been supplied. The erroneous result was not reported outside of the laboratory. The customer had reproducibility issues with another pt's sample; however, all valves were in the same clinical category ranging from 1.13- 67.80 ng/ml. A second sample draw from this pt produced a value of 1.22ng/ml, which was reproducible upon repeat. There has been no report of death, injury, or change to pt treatment received to bci to date in association with this event.